Manufacturer narrative:
(B)(4). A visual examination of the device found the basket to be fully extended. The basket wires were properly formed and evenly spaced and the tip was intact. The basket was not folded. The outer sheath and side car-rx were not torn. Side car-rx presented pushback out of specification. A functional evaluation was performed by fully extending and retracting the basket with resistance noted due to the heavy residue inside the device. The evaluation concluded that the condition of the returned unit presented side car-rx pushback out of specification and is likely due to procedural factors. Therefore, the most probable root cause is "operational context". A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a lithotripsy procedure on (B)(6) 2015. According to the complainant, during the procedure, several attempts were performed to crush the stone in the bile duct until the basket failed to extend. The device was removed from the patient and three wires of the basket were found tangled. The distal end of the sheath was also found torn. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿. This event has been deemed an MDR-reportable event based on investigation results which revealed that the side car-rx presented pushback.